Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of their insulin pump having a blank display and receiving failed battery test. Customer states to have tried to remove battery and reset, but received failed battery test. The customer's blood glucose level was 140mg/dl. Troubleshooting was conducted. The customer states they were going to the store for more batteries, and would call back to complete troubleshoot.